Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following:a review of the device labeling is adequate to prevent the reported event. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine was not draining properly through the foley catheter. There was some urine noted in the drainage bag; however, an ultra sound revealed a large amount of urine retained in the patient's bladder. Per follow up with (B)(6) via email on 08/13/2018, she has no additional event details. Foley catheter is from tray (B)(4).